Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation analysis. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer reported the screen in the unit was unable to be manipulated after the power was on at pre-use check. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:28jan2021. B4:09feb2021. The customer reported, during pre-use check, the screen was unable to be manipulated after the unit was turned on. The field service engineer (fse) could not confirm the reported failure. The (fse) replaced the touchscreen to prevent reoccurrence, since it was assumed that the reported issue could have been caused by a temporal failure in touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.